Event description:
Reference number (B)(4). Event occurred in the united states on 4th oct 2024, patient reported the infusion set tubing came apart. The location of detachment is close to site location. The infusion was located on abdomen. There was no stress or oull on the tubing. Customer replaced infusion set and resumed insulin deliveries successfully no further information available.